Manufacturer narrative:
Continuation of d10: product ID fg13150-0615-2s (230592042); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and was stuck in the phenom 21. The patient was undergoing surgery for treatment of an amorphous, ruptured supracliniod internal carotid artery (ica) aneurysm with a max diameter of 2.2 mm and a 1.5 mm neck diameter. The landing zone was 3.3 mm distally and 3.5 mm proximally. The access vessel was the ica with a diameter of 3.5 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was that the patient is good now. It was reported that the flow diverter (fd) was opened starting from supraclinoid segment of ica. After unsheathing approximately half of pipeline vantage, adequate opening of device was not achieved. Therefore, resheathing was attempted. The distal most portion of fd could not be resheathed for proper positioning. Pushing was also tried however all attempts failed. The phenom plus was pushed over the phenom 21 in supracliniod ica. Unsheathing was attempted in phenom plus but fd was stuck in phenom 21. There was resistance in the distal section of the microcatheter and the pipeline became stuck during resheathing. The catheter was flushed continuously with heparanized saline. The physician released the load (slack) in the system in an attempt to resolve the issue; however, this did not resolve the issue. The distal section of the catheter was damaged. There was crumpling of phenom 21 noted due to which the flow diverter got stuck in the phenom 21. The pushwire was not damaged. The pipeline was used for an approved (on label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 8f short sheath, phenom plus guide catheter, phenom 21 microcatheter, synchro wire (stryker) guidewire.